Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v931075, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v761180, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient, (B)(4).

Event description:
It was reported that group impedances were high on the patient's implantable neurostimulator (ins). The therapy impedance value of the electrode pair being used by the patient was 3596 ohms. The patient's settings were as follows: amplitude 2.3, pulse width 180's and a rate of 140 hz. Longevity calculation for elective replacement indicator (eri) status for the ins was 7.17 years and to end-of-service (eos) status was 7.42 years. There were no plans to revise or change the ins system based on the impedance findings. The patient was reported as getting good therapy and symptom control from the ins. Additionally, the settings for the concomitant ins system in the patient was as follows: amplitude 1.8 volts, pulse width 120, and a rate of 185 hz with a therapy impedance of 582 ohms. The battery longevity calculation for this device was 42 months. The indication for use for the device was noted as parkinson's disease and movement disorder. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-04-04 additional information was received from a manufacturing representative. It was reported that the patient still has some impedance issues. The impedances found were reported to be over 4,000 ohms on a few groups. It was reported that the impedances were also found in (B)(6) 2016. The patient is still getting symptom relief from the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.